Event description:
Device was attempted to be used but did not work. No staples deployed. No injury.

Event description:
Device was attempted to be used but did not work. No staples deployed. No injury.